Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2067 radio frequency programmer head; product ID 229047 software analyzer.

Event description:
It was reported that the programmer had telemetry failure. Follow-up determined that the programmer head was not changed out, so it could not be eliminated as a source of the telemetry failure. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had telemetry failure. Follow-up determined that the programmer head was not changed out, so it could not be eliminated as a source of the telemetry failure. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found the common mode/wrist electrode was out of specification and therefore the link electronic module printed circuit board was replaced and calibrated. Analysis also found the power cord door damaged and it was therefore replaced. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).